Event description:
The customer is disputing the "analyzation interrupted" notification given by the device during a patient use event.

Manufacturer narrative:
(B)(4). The device is pending investigation in the patient use case.